Event description:
It was reported that the patient was admitted due to "1. Sepsis 2. Septic shock 3. Severe pneumonia 4. Respiratory failure 5. Septic cardiomyopathy 6. Cardiogenic shock" on (B)(6) 2023. After admission, venoarterial extracorporeal membrane oxygenation (va-ECMO) catheterization was performed for life support on the same day. After the condition was stable, va-ECMO right femoral artery catheterization was withdrawn on (B)(6) 2023, ECMO right femoral artery catheterization was performed. Arteriotomy closure of the right femoral artery was attempted with a proglide device after the ECMO procedure using an 18f sheath. Reportedly, while attempting to insert the proglide device into the anatomy, the super-slippery guidewire could not smoothly pass through the proglide device into the lumen of the right femoral artery. After troubleshooting the proglide, the device was used normally. The vessel could not be closed with the suture of the proglide device and the expected device closure of the right femoral artery puncture site could not be completed. Manual compression was held for more than one hour. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 1494- off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported no other incident reported for this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert/advance the guide wire and obstruction of flow, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The treatment appears to be related to circumstances of the procedure. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.device code 4001 removed

Event description:
Subsequent to the initially filed report, the following information was received: arteriotomy closure of the right femoral artery was achieved with a proglide device after the ECMO procedure using an 18f sheath. Reportedly, while attempting to insert the proglide device into the anatomy, the super-slippery guidewire could not pass smoothly out of the sheath through the guidewire exit port of the proglide device. The guidewire exit port was blocked and the guidewire could not be inserted. A syringe needle was used to open the guidewire exit port. Meanwhile, manual compression was held at the access site. After opening the guidewire exit port with a syringe needle, the guidewire was able to be inserted and used normally. Hemostasis was achieved using the suture of the same proglide device. No additional information was provided.